Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that paramedics responded to her home for due to a blood glucose level of 26 mg/dl, which was treated with glucose tablets. The customer reported that the low blood glucose level was due to her accidentally delivering half of the reservoir's insulin. Customer stated that she was admitted to the hospital. Blood glucose level at the time of the call was 141 mg/dl. The customer was advised to consult with her doctor regarding the insulin pump's settings and will not return the device for analysis.